Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a nick in the pulse wire in the cable connecting ECG "a" and the front therapy electrode. The damaged pulse wire was shorting to the distribution node pca. The root cause for the damaged pulse wire was unable to be identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.